Event description:
A malfunction was reported on the pump. There was no adverse impact on the customer's blood glucose level. The customer was assisted by technical support to reset the pump, and after the reset, the malfunction code did not recur. The customer was instructed to continue using the pump and to contact support again if the issue reappears.